Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tube came out of the patient during use, and an x-ray and b-ultrasound had to be done. However, the broken tube was not found in the patient. The following information was provided by the initial reporter, translated from chinese to english: "when the patient was in the toilet, he found that the indwelling needle came out and the catheter tube was broken. The hospital staff carried out x-ray and b-ultrasound examination immediately, but no suspected point of the broken catheter tube was found. The patient has no other problems at present".

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tube came out of the patient during use, and an x-ray and b-ultrasound had to be done. However, the broken tube was not found in the patient. The following information was provided by the initial reporter, translated from chinese to english: "when the patient was in the toilet, he found that the indwelling needle came out and the catheter tube was broken. The hospital staff carried out x-ray and b-ultrasound examination immediately, , but no suspected point of the broken catheter tube was found. The patient has no other problems at present".

Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 9197406. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.